Manufacturer narrative:
The lift was purchased (B)(6) 2004 and the last preventative maintenance check was in (B)(6) 2015. The lift was checked by the user facility maintenance personnel, it was reported that nothing was abnormal about the lift that would contribute to the incident. This investigation is ongoing, should additional information be received the report will be updated.

Event description:
Lift bar hit the patient in the top of the head leaving a 3" cut requiring stitches.

Manufacturer narrative:
The medcare lift w/scale was inspected and nothing abnormal could be found that would affect the lift stability.the tilting that was reported could not be recreated. It was recommended the casters be replaced due to their overall worn condition. The lift is approximately 9 years old and underwent preventative maintenance in march 2015. No cause for tilting could be established. Root cause: none. Corrective action: facility staff retrained on july 22, 2015 on the basics of transferring an individual. Lift evaluation by other personnel.